Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 had failed and was unable to recover. A field service engineer (fse) cleared a medication jam from behind the bin, which had been pushing against the back of the door panel. Following this, the customer successfully recovered the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed to open. The drawer could not be recovered. Troubleshooting was performed, including a hard reboot of the device; however, the issue persisted and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.